Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). It was also reported that the right atrial (ra) lead was oversensing the twos which was occurring on the rv channel. Reprogramming was performed. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).